Event description:
Per the clinic, the patient experienced skin overgrowth over the abutment site. Subsequently, the patient underwent a skin revision surgery twice (specific date not reported) in order to remove the overgrown tissue.

Manufacturer narrative:
This report is submitted on april 04, 2024. The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Excessive skin thickening and skin growing over the abutment are common complications with baha abutments. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring.

Manufacturer narrative:
Correction: the initial MDR submitted on april 04, 2024, was filed inadvertently. The skin revision surgery only happened once (date not reported). This report is submitted on july 17, 2024.